Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over rotation. The silicone sealing of the is-1 connector pin was found damaged, what resulted most likely from the explantation procedure. In addition coagulated blood was identified in the lumen of the lead. In summary, the inner coil of this lead was found to be deformed. No sign of a material or manufacturing problem was present.

Event description:
Boston scientific received information that this right atrial lead was dislodged. The lead exhibited undersensing and pacing inhibition. This lead was explanted. No additional adverse patient effects were reported.